Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, bulge, and dislodged mesh. Post-operative patient treatment included revision surgery, mesh removal, component separation, extended hospital stay, and hernia repair with new mesh.